Event description:
Per the physician, the problem was the drill didn't lock itself. Normally when using the drill, it will lock and stop after going thru the inner table of the skull. In this case, it did not lock and went thru the skull and nicked the dura causing spinal fluid to leak out. It made a hole in the dura. This happened with two different perforators on the end of the handpiece. Once the handpiece was replaced with a different handpiece, the perforator functioned properly.